Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Visual inspection found the threaded tip of the inserter to be fractured. The fractured portion was not returned. The handle shaft is also scratched, scuffed and discolored over repeated use. Impact marks were observed on the strike plate. Sem analysis noted fracture surface artifacts are consistent with the overload failure mode. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 31-300814 ¿ arcos stem trial ¿ 387870. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision, the handle broke off and the threaded portion remained in the trial stem. The surgeon was able to remove the broken threaded portion from the trial stem and slap hammer was used to remove the trial stem. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.